Manufacturer narrative:
A supplemental MDR is being submitted for additional information from a product investigation. The following section of this report has been updated: update to b4, g3, g6, h2, h6, h10. The product was not returned; therefore, a no product return investigation was completed. As a device was not returned, visual inspection, functional testing, and dimensional testing were unable to be done. The imagery provided showed a pre-existing surgical valve as well as calcification, tortuosity, and undersized access vessels within the patient's anatomy. Review of the work orders above did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. As no device was returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint, a manufacturing mitigation review is not required. The commander delivery system with s3/s3u/s3ur IFU was reviewed. Edwards has provided guidelines and instructions to physicians on how to properly handle, prepare, and use the thv and system in the IFU and training materials. The users are instructed on how to prepare the components, mount and crimp the valve on the delivery system, valve delivery, and system removal. In addition, a step-by-step instruction on what to do if the balloon bursts. No IFU/training manual deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for balloon burst was unable to be confirmed. No manufacturing nonconformance was identified during the evaluation. A definitive root cause is unable to be determined at this time, however, available information suggests that patient factors (calcification, pre-existing valve) contributed to the event. The complaint for difficulty withdrawing system through the sheath was unable to be confirmed. No manufacturing nonconformance was identified during the evaluation. A definitive root cause is unable to be determined at this time, however, available information suggests that patient factors (calcification, tortuosity, undersized access vessels) and/or procedural factors (withdrawal of burst balloon) contributed to the event. Since no device problem was identified affecting distributed product, no pra or capas are required. Since no product non-conformances or IFU/training deficiencies were identified during evaluation, a product risk assessment escalation is not required. Since no edwards defects were identified, no corrective or preventative actions are required. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
Investigation is ongoing. Device not returned.

Event description:
As reported by the field clinical specialist, the balloon ruptured when deploying the valve. The physician pulled the delivery system down to the sheath and in order to remove the devices together. The sheath was able to be removed but delivery device became stuck at the access site. The delivery system was removed via surgical cutdown.